Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter stated that the pump was damaged and that the keypad buttons were sticking. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up # 2 date of submission 12/23/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings:the keypad cover was returned intact with no damage observed. The pump could not be tested due to an unrelated display screen issue. The keypad cover was opened, and evidence of contamination was found under the contrast, up arrow, and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.